Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: the customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. Device evaluated by MFR: the access accutni +3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2019, the customer reported that on (B)(6) 2019 a non-reproducible elevated troponin I (access accutni +3) result of 1.22 ng/ml was generated on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated result was released from the laboratory. The patient was hospitalized and administered heparin. The next day, on (B)(6) 2019, the customer reanalyzed the sample on a second access 2 immunoassay system (serial number (B)(4)) and obtained a lower result of 0.015 ng/ml. The sample was then retested on the event analyzer and the repeat result was 0.02 ng/ml. A corrected result was issued; after the corrected report was issued, the heparin treatment was discontinued. There was no report of additional change to or impact to patient care reported in association with this event. The customer did not provide reference ranges. The beckman coulter reference range is 0.00 - 0.04 ng/ml. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was a 3 ml bd (becton dickinson) lithium heparin tube with no gel separator. It was centrifuged in a statspin 4 express. It was a full draw and had clear plasma. There was no report of sample integrity issues. No other sample processing information was provided.